Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified lesion in the mildly tortuous proximal left anterior descending (lad) coronary artery. Pre-dilatation was performed with an unspecified balloon and then optical coherence tomography was performed to confirm calcification. It was attempted to use the 3.5x12 mm nc traveler balloon dilatation catheter (bdc); however, the balloon ruptured at 8 atmospheres during the first inflation. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.